Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room on (B)(6) 2016 due to elevated blood glucose (bg) levels and subsequently was hospitalized. Contact did not provide a bg value, but stated customer's bg level was 350 mg/dl when they left the emergency room. Reportedly, customer had large ketones, and was treated through intravenous insulin drip while hospitalized. System check was performed and the pump was functioning as intended. Customer was released from the hospital on (B)(6) 2016, and has resumed insulin delivery.